Event description:
It was reported while using bd alaris smartsite gravity set the tubing became disconnected. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the tubing is separating from the drip chamber.

Manufacturer narrative:
Investigation summary no product or photo ( mat # 47177e ) was returned by the customer for investigation. It was reported by the customer that the tubing is separating from the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for model 47177e and lot number 22089280 was performed. The search showed that a total of 21,603 units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received a root cause could not be determined.